Event description:
It was reported that the needle did not deploy, and the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. The cannula was not visible upon removal of the pod. The pod was worn less than 1 hour. No treatment information was reported. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s928u1ues4byg2 hardware: sm-s928u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed with the expected number of pulses delivered during priming. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to a needle mechanism failure. The timing of needle deployment could not be determined; therefore, the exact cause of the reported needle mechanism failure could not be determined.